Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient said they gave up on the device. Patient said they thought the device should have healed faster. It was weeks before the patient's buttock was not very sore. Patient said they tried multiple programs for months and the device never helped their symptoms. Patient said they always went back to one program that was most comfortable but it never helped with symptoms. Patient said about 4 night a week when they lay down in bed on their back the device takes off stimulating. Patient said the stimulating can be there for 5 min or more, the patient is miserable and makes their back hurt sometimes. Patient's device was implanted for bladder spasm and has not decreased the spasm or intensity at all. Patient is going to have to the device removed. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.